Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4), 2007) advisory population.

Event description:
--

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had been experiencing extended charge times. This product was listed on the mid-life display of replacement indicators advisory. Technical services (ts) discussed that the reported charge times were within the extended limits. Subsequent information indicates that this product was explanted and replaced due to the device exhibiting a charge time of 19.0 seconds. It is suspected by a boston scientific crm field representative that this device declared a battery status of elective replacement indicator (eri). No adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for laboratory analysis. Upon completion of analysis this report will be updated.